Event description:
It was reported that patient presented in the ER due to incessant vt. No electrical anomalies were detected. An x-ray was performed and showed externalized conductors. Lead remains implanted. Patient will be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.